Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was black. The field service engineer (fse) accessed the medstation e-compartment and re-seated all cables on the docking station. Upon reboot, maintenance mode initiated firmware updates for the drawers. The medstation went online and became fully operational. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station was on black screen and requested a password. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.